Manufacturer narrative:
(B)(4). Method: the swivel of the complaint rt266 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for investigation. The returned circuit was visually inspected and pressure tested. Results: visual inspection revealed that the swivel was cracked along one of the swivel wye ports. The pressure test revealed that the circuit was outside of specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process and will be implemented next month. All rt266 infant breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The hospital reported that the damage occurred after a period of use, which suggests that the complaint circuit became damaged after the product was released for distribution. Our user instructions that accompany the rt266 state the following: - check all connections are tight before use. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported that cracking was observed in the rt266 infant dual-heated evaqua2 breathing circuit while a child was being ventilated. There was no patient consequence reported.